Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. RMA was issued and the device has not been returned to the manufacturer.

Event description:
A medtronic rep reported that a caster on corner wheel base (nearest to user operating) broke during transport. There was no pt present.